Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cvc was to be placed in the patient's right subclavian vein. Physician #2 was trying to insert the catheter after several attempts from physician #1 without any success. Physician #2 make a puncture in the vein with a more medial approach and after several attempts, the vein was punctured with blood back return achieved. The guide wire was inserted without problem, but before the catheter was inserted over the wire, the physician tried to slightly withdraw the guidewire. At that time, it was discovered that the guide wire was stuck. The physician tried to manipulate the guide wire, but it couldn't be moved. The physician then aborted the insertion and applied a sterile dressing over the stuck guidewire. The x-ray department was contacted and the guide wire is removed successfully. It's possible to advance a 8fr dilator over the cut guide wire and in this way we dissolve the kink formation which is on the guide wire, thus dissolving the locking of the guide wire that is located under the clavicle and can then back out the guide wire and extract it. Stuck guide wire had to be removed radiologist at x-ray department. Complaint details will be reviewed upon the condition of the returned complaint sample. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report of difficulty removing the guide wire was confirmed. Returned was a guide wire. The guide wire was bent and kinked along its length and looped around itself approximately 5 cm from the bottom of the j-bend. The coil wire was unraveled at the proximal end. The proximal weld was missing from the coil wire. The core wire appeared like it had been severed. The exact length of the core wire could not be determined due to the extreme damage to the wire; however, the core wire measured approximately 31 cm in length. Based on the guide wire graphic, approximately 14 cm of core wire was not returned. A manual tug test confirmed the distal weld was intact. The od of the guide wire measured 0.799 mm. This met specification of 0.788 - 0.826 mm per the guide wire graphic. The instruction booklet provided with other remarks: the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that use of excessive force during removal could damage or break the wire. The device history records were reviewed with no relevant findings. A risk evaluation was completed for this complaint issue. Since the guide wire is always inserted through another component during the procedure and no other components were returned, the probable cause of this issue could not be determined. No further action will be taken.